Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #:(B)(6), ubd: , UDI#: h3: analysis of the 97745bp patient programmer (ptm) battery pack (serial number nlh049831n) revealed a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) states their remote is not working and just goes in a loop. Patient services (pss) advised to reset controller. Pt's remote continues to think they are trying to charge and prompts to charge even when the recharger (rtm) not plugged in. Pt cannot even charge remote they stated. The issue was not resolved through troubleshooting. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called stating they were sent remote however still spins and doesn't start charging. Pt was seeing 100 however never jumped over to charging excellent. No symptoms were reported. Additional information was received from the patient. Pt called back and reported they received the replacement rtm and they're still unable to charge their ins. Pt stated it keeps sending them in circles. Patient services (ps) walked pt through resetting their controller. After the reset, pt attempted to initiate a charge session and began passive recharger mode. Pt reported a high number of 99 was displaying but "no device found" displayed over 3 times and pt was unable to begin a charge session. Ps confirmed that pt was in fact using the replacement rtm. Ps emailed field reps for visibility. Additional information was received. It was reported that the pt received the repla cement controller and rtm. Since saturday the pt had been seeing 'empty battery' message. The pt plugged in the controller on the call; the controller was at 100%. The pt plugged in the rtm; the ins was at 50% and it showed recharging excellent. It was reviewed that the pt might have seen empty ins battery. The pt was instructed to call back should problems with charging persisted. Additional information received from the patient reported the circumstances that led to the inability to charge the stimulator and the no device found message is the donut seems to be very fragile. Caller reported patient has to remove battery pack several times a day to reset as the controller screen freezes. Caller noted the patient has had the controller replaced already and would like to replace the battery pack. Information was received from a patient (pt) regarding an external device. The reason for the call was pt said they've had trouble with their device since the very beginning but for the last couple of months, they had been receiving a batteries low, replace controller batteries soon message. Pt was now unable to recharge controller at all. Pt said their ins was now depleted because they couldn't get the controller to charge. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, and the controller did not power on. Pt then tried a different outlet and pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing. It appeared the patient never received a replacement battery pack and they were still using their old equipment. No symptoms were reported.